Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reported (full) phone number: (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The cassette in the device was reportedly leaking. There was no report of human harm.

Manufacturer narrative:
One used list #14687-15 primary plum set was returned for complaint investigation. As received, there was no damage or anomalies noted. The set was attached to an ICU medical-provided IV bag, primed per packaging directions, and a test infusion was performed. The set had a cassette test failure alarm during testing and further infusion was unable to be performed. Leakage from the cassette was noted during priming. A leak was observed on the flow regulator comer of the cassette. The complaint of 'set had ¿cassette test failure¿ alarm' can be confirmed. The probable cause of this event is related to the product being exposed to excessive heat during transportation, this may contribute to the warpage of the cassette which can lead to cassette errors and leakage. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg:14jun2024.

Event description:
The customer provided additional information stating that the event was noted during infusion, and the solution/infusate name was unknown. The set was replaced, and therapy resumed. No other physical damage was reported. There was no drug exposure or impact to the patient or healthcare providers. The drug spill was clean per facility protocol. There was no human harm as a result of the complaint/event.